Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm and elevated blood glucose issue were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged alerts issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge and infusion set to address the issue. Additionally, the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of bg unknown. Customer administered a manual injection to address bg. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Lastly, it was reported that the pump did not annunciate blood glucose alerts as intended. Customer reverted to an alternate method of insulin therapy.